Manufacturer narrative:
Device labeling address the event of seroma as: for primary augmentation pts, seroma rate = 1.6%. Primary reconstruction pts = 1.0%. (Other complications.) The following is a list of potential adverse events that may occur with breast implant surgery. The risks include: implant deflation/leakage, add'l surgery, capsular contracture... Device labeling reviewed: there were no reported events of lymphoma/alcl, for pts in the (B)(4) study, in the labeling for silicone implants.

Event description:
Healthcare professional reports capsular contracture, seroma and alcl of this left side device. Received a call from the healthcare professional indicating that they do have the info regarding this case, but are waiting on the surgeon to sign the op report. We are also informed that the original implanting surgeon no longer has the pt's medical records, but that the pt was "part of a (B)(6) study, but he doesn't remember which one." If and when further info is obtained from the explanting physician it will be submitted. The director of medical safety has determined that combined results of immune-chemical, histological and cytological analysis of specimens are scientifically acceptable criteria with which to diagnose alcl.

Manufacturer narrative:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl). Allergan did not submit this MDR within 30 days of allergan¿s decision to initiate the remedial action. Allergan has initiated an investigation to address late mdrs submitted related to 2011068-7/2/19-001-r.

Event description:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl).